Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) oversensing resulting in inappropriate anti-tachycardia pacing (atp) episodes and one inappropriate shock. It was stated that the rv was probably sensing atrial activity. Technical services (ts) discussed troubleshooting options, including obtaining imaging. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) oversensing resulting in inappropriate anti-tachycardia pacing (atp) episodes and one inappropriate shock. It was stated that the rv was probably sensing atrial activity. Technical services (ts) discussed troubleshooting options, including obtaining imaging. This device remains in service. No additional adverse patient effects were reported. Additional information was received that the cause of the oversensing was unknown. Therapy zones were readjusted and this ICD remains in service.